Event description:
The customer reported a falsely elevated magnesium result generated on the alinity c processing module on a patient. The following results were provided: sid (B)(6) = 2.54 / 0.86 / 0.85 mmol/l (normal range: 0.7-1.0 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for alinity c magnesium reagent lot number 52268ud00. Trending review determined no trends for discrepant patient results for the product. Worldwide data from abbottlink was reviewed and determined that the patient median result for the magnesium reagent lot number 52268ud00 is within established control limits. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the alinity c magnesium reagent lot number 52268ud00 was identified.

Event description:
The customer reported a falsely elevated magnesium result generated on the alinity c processing module on a patient. The following results were provided: sid (B)(6) = 2.54 / 0.86 / 0.85 mmol/l (normal range: 0.7-1.0 mmol/l). No impact to patient management was reported.